Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that after successfully rft treatment of the left leg and removal of the probe there was determined a thick incrustation at the heating coil. No patient injury is reported. Evaluation summary: the closurefast catheter was received for evaluation in a thermoform tray. A separate pouch which included foreign material was included. The closurefast catheter was inspected and found a kink approximately 84cm from the distal tip. No other damages or anomalies were observed on the returned catheter. The pouch with the foreign material was opened and observed the piece which was cylindrical in shape. The piece measured approximately 2cm in length. The coil segment from closurefast catheter was unable to be inserted the lumen of the cylindrical piece. The foreign material was inspected under microscope and appeared porous and mostly black with traces of red. The other pieces of fm appeared to have the same characteristics. Five pieces of fm were soaked in klenzym for two days inside a petri dish and no change to the fm was observed.